Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It has been reported that following insertion the patient experienced overactive bladder, lower urinary tract infection, mixed urge and stress incontinence, candidal vulvovaginitis and intrinsic urethral sphincter deficiency.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) at (B)(6) children¿s hospital due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.